Event description:
It was reported that during the implant procedure, the physician indicated that the insertion of the sheath into the vessel was difficult as it was very tight. As the lead was introduced into the sheath, it became difficult to push the lead forward. Upon removing the lead, the distal end of the coil appeared to be damaged. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, the physician indicated that the insertion of the sheath into the vessel was difficult as it was very tight. As the lead was introduced into the sheath, it became difficult to push the lead forward. Upon removing the lead, the distal end of the coil appeared to be damaged. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis indicated that the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the rv coil is pulled towards the distal end of the lead indicating the lead was withdrawn from a hemostasis valve. The valve is designed to be a one way valve with the lead inserted and the valve slit off to be removed. Withdrawing the lead from the valve can damage the lead. (B)(4).